Event description:
Customer reported a past low blood glucose event with the lowest level at 47 mg/dl. Cause was not known. Customer consumed juice as a treatment action. Technical support recommended that the customer consult with their healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged and understood this advice.